Event description:
It was reported that the patient had a chronic infection and was septic. No additional information was received and the source of the infection is not known. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).